Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5903032, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced right sided inflammation post procedure. The right breast was stated to be purple, swollen to a large size, have a rash, was itchy, heavy, hot, hard in certain spots, look pitted with little holes, have a stretchy purple/red line going across, and painful. She has been having difficulty picking things up due to the pain. At the time of this report, the patient stated that she would be going to the emergency room. However, the results of that visit were never provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.